Manufacturer narrative:
Additional information has been requested from the field. This report will be updated, should further information be provided.

Event description:
Boston scientific received information that episodes of right atrial (ra) and right ventricular (rv) lead noise were found stored to this pacemaker upon interrogation at routine follow-up. Closer inspection noted the episodes were consistent with minute ventilation sensor noise and oversensing indicating a high impedance condition on either the ra or rv lead. Review of stored impedance values found no evidence of out-of-range measurements leading boston scientific technical services (ts) to suggest an intermittent lead issue. Ts advised additional testing to determine which lead was affected and develop a plan of action based on those results. It was noted that the patient has an underlying rhythm and the oversensing did not result in any apparent pacing inhibition. No adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
Despite efforts, additional information could not be obtained. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This follow-up 001 report was not submitted previously. As per request by the FDA on january 10, 2024, follow-up 001 has been resubmitted in an effort to release follow-up 002 from hold status.

Event description:
It was reported that oversensed noisy signals were noticed on both this implantable pulse generator (pacemaker) right atrial and ventricular channels during a routine follow-up. Closer inspection noted the episodes were consistent with minute ventilation (mv) sensor noise and oversensing indicating a high impedance condition on either the ra or rv lead. However, technical services (ts) reviewed the impedance trend and found no out-of-range measurement. Ts advised additional testing to determine which lead was affected and develop a plan of action based on those results. It was noted that the patient had an underlying rhythm and the oversensing did not result in pacing inhibition. This pacemaker remains in service and no adverse patient effects were reported.